Event description:
Information received from med watch that a smiths medical cadd cassette reservoirs - flow stop malfunctioned. A patient spontaneously reporting 4 cassettes for the cadd legacy pump (cassette lot number 3915965) would load and infuse for about 24 hours then the pump would alarm "no disposable, pump would not run". After troubleshooting the pump, patient just replaced the cassette and pump would run. Based on this it appears the pump is fine and the cassettes were malfunctioning. Reported no lapse in therapy or side effects due to malfunction. Infusion is life-sustaining. Patient had more cassettes and successfully continued their infusion. Patient was sent some additional cassettes and patient still had the cassettes on hand for investigation. Infusion is life sustaining and the outcome is resolved. No other information or dates reported.